Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 3 of 4 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The home patient (hp) cycled power to clear the alarm and disconnected. The hp would finish therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.